Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite confirmed that the image processing failed, and fluoroscopy storage was not available. Review of the system log files indicates a disk full error. Fse did troubleshooting actions by cleaning and reseating the hard drive as there was a moisture trait found in the cabinet. Fse replaced the defective ippc hard disk. The same issue occurred twice before. In the first occurrence fse has replaced the defective hard disk and recreated the image in software. In the second occurrence fse reloaded the software of ip pc, and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.

Event description:
It has been reported to philips that there was an image processing failure and fluoroscopy storage unavailable error was appeared on the system. No harm has been reported to philips. A philips service engineer inspected the system on site .it was identified that image disk was defective. Philips has started an investigation of this complaint.